Manufacturer narrative:
(B)(4).

Event description:
It was reported that when a patient received a vibratory alert while cooking, the device was found to be in backup vvi mode. It was noted that the backup was thought to be caused by the transmitter. A device download was successfully performed and normal device function was restored.